Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 64 mg/dl and her blood glucose was 300 points higher. Customer stated that her threshold suspend will be way off every time. Customer's current blood glucose is 212 mg/dl. The difference between readings was not within an acceptable range. Customer does not currently have a sensor in place. Customer declined to test the transmitter. Customer was advised to provide current blood glucose for calibration and to avoid calibrating after a sensor alert for a least an hour. Customer was advised that the sensor is showing a fluctuation in her blood glucose.